Manufacturer narrative:
This initial/final MDR is the only report that will be submitted for MFR #3008264254-2017-00055. (B)(4). Concomitant products: og cmplx fill coil, complex fill 6mm x 20cm. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that an entire og cmplx fill coil 3x6 (640cf0306/17463106) prematurely detached in a prowler select lp/es microcatheter (606s155x/lot unknown) during a coil embolization procedure of a cerebral aneurysm. The coil had not been advanced out of the tip of the microcatheter at all, therefore everything was removed from the patient. Reportedly, resistance was experienced during advancement of the coil through the mid portion of the microcatheter. There was no damage noted to the coil prior to use and no kinks were noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. One complex fill 6mm x 20cm (640cf0620) was successfully used with the prowler select lp/es microcatheter prior to the reported event. The patient¿s information and aneurysm characteristics are unknown. There were no patient complications as a result of the reported event and no additional intervention was required. The procedure was delayed less than 30 minutes. The procedure was completed using another microcatheter and coil. The patient¿s status post procedure is unknown. The device is not being returned for evaluation as it was discarded.